Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy by the cardiac resynchronization therapy defibrillator (crt-d). The device detected sinus tachycardia (st) and appropriately withheld, then suddenly delivered therapy when the st rule was rejected upon detection of one to one atrial ventricular (av) conduction. The device remains in use. No further patient complications have been reported as a result of this event.